Event description:
The user was no longer within the indication criteria for the device and prefers using her conventional hearing aids. The device has been explanted.

Manufacturer narrative:
According to the information received from the field the recipient's hearing deteriorated postoperatively and was no longer within indication criteria for the device. As mentioned in the recipient report, the recipient had no longer benefit using the device. Device investigation results showed a demagnetization of the implant and transducer magnets likely caused by an unreported MRI examination with 3.0 tesla, which is contraindicated for this device. Other damages found during device investigation are most likely related to the explantation surgery. This is a combined initial and final.